Event description:
It was reported that during a bariatric procedure the surgeon fired the device and when he observed the staple line it was incomplete and the staples partially formed. They then sutured over the staple line with endostitch. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.